Manufacturer narrative:
Is a temporal relationship between the patients¿ ccpd treatment with the liberty cycler on (B)(6) 2017 and the need to go to the hospital. However, there is no documentation in the complaint file supporting a causal relationship between the liberty cycler and the elevated troponin level, decreased circulation, unstable chest pain due to insufficient blood supply to heart, anemia due to chronic illness, high blood pressure due to kidney disease, heart attack and the need for the percutaneous cardiac intervention of a stent placement into the circumflex. Additionally, there is no allegation that the liberty cycler malfunctioned or did not perform as expected. Although there is a likely association between the adverse events and the patients reported pre-existing comorbid conditions as well as poor care of the patients¿ health as reported by the pdrn. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information was solicited and received. During a follow-up call on (B)(6) 2017 from the peritoneal dialysis registered nurse (pdrn) it was learned the patient had a coronary event with onset of symptoms during pd treatment. The patient was taken to the emergency room (mode of transportation unknown) and diagnosed with a heart attack [myocardial infarction (mi)]. The patient had prompt percutaneous coronary intervention. The pdrn stated that the event had no relation to his pd treatment as the patient has significant calcification of his coronary arteries due to poor care of his health. It was additionally reported the patients has a history of not taking his phosphorus binders as prescribed and reported this patient had been on pd treatment for years (specifics unknown). The summary of hospitalization received reveal the patient was admitted to the hospital on (B)(6) 2017 and discharged on (B)(6) 2017 with the following diagnosis: elevated troponin level, chronic kidney disease (ckd) requiring chronic dialysis, decreased circulation, unstable chest pain due to insufficient blood supply to heart, anemia due to chronic illness, high blood pressure due to kidney disease, mi. During the hospitalization the patient had a drug eluting stent placed into the circumflex on (B)(6) 2017. No other information related to the hospital course was received.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's contact reported that she needed to end treatment to take the patient to the emergency room (ER). During follow up the patient's nurse reported that the patient had a coronary event with onset of symptoms during pd treatment. The patient was taken to the ER and was diagnosed with a heart attack and had a prompt percutaneous coronary intervention. She felt that the event had no relation to his pd treatment as the patient has significant calcification of his coronary arteries due to poor care of his health. The patient has a history of not taking his phosphorus binders as prescribed. Further information has been solicited.